Manufacturer narrative:
Addition h6 impact code. Addition h6 component code. Addition h6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 4315-cause of endoleak could not be established addition computed tomography images dated (B)(6) 2021, were evaluated by gore imaging services. The imaging evaluation stated there is no overlap between the ipsilateral limb of the main body and the contra-lateral limb used as an ipsi-limb extension. Unable to assess the alleged distal device migration using the available images. There appears to be approximately 12mm from the end of the l contra-limb extension to the l hypogastric artery. The cause of the endoleak could not be established.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
The fsa reported: on (B)(6) 2021, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. During the initial implant procedure, the contralateral leg endoprosthesis was overlapped by 3-4cm. It was reported that images (date and modality is unknown), revealed a type iii endoleak (component disconnection) due to device distal migration. There is no aneurysm sac enlargement. On (B)(6) 2021, a reintervention occurred. The physician implanted a contralateral leg endoprosthesis (231400 limb) across the two disconnected parts. The doctors gained access through the disunion and bridged it with a contralateral leg endoprosthesis (231400 limb). The patient tolerated the procedure.